Manufacturer narrative:
Analysis results for the ins indicated that it was functionally ok, with insignificant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer's representative reported that they had discomfort in the ins pocket area when charging. It was also reported that there was heating at the ins pocket when charging. An antenna too hot was reported but it was also noted that the patient did not see the thermometer icon when they recharged. The representative did not see anything around the pocket that was concerning. It was mentioned that the patient's ins was working great but that it was uncomfortable charging. They had tried lidoderm patches and cold packs on the ins post charging but it took a while for the stinging/burning sensation to go away. Impedances were checked and there were no indications of an issue. The patient was averaging 6 coupling boxes. If additional information is received, a follow up report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the implantable neurostimulator (ins) battery felt hot in the pocket. The patient was not able to lie down or touch it and they felt burning in the ins pocket. Their skin was hot. They turned the ins off the day prior to the report and there was no burning sensation. Their skin felt normal after the device was turned off. The cause of the ins being hot was not determined. The patient's indications for use were cervical/neck and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that they first started to experience the pocket area getting hot during recharging in (B)(6) 2015. Replacing the recharger antenna and the use of spacers did not resolve the issue. The patient stated that it was getting worse and caused pain in the leg and foot. The burning continued at recharging and they continued to use the spacers. The patient had an appointment with their doctor on (B)(6) 2016. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The manufacturer representative (rep) reported that there was a "burning" feeling at the spinal cord stimulator (scs) battery pocket. The patient had been experiencing burning in their battery pocket. It was reported that it had been bothering them since shortly after implant. There was a report that the physician was planning to replace the battery and wanted the rep to check for defects. The pocket appeared normal according to the patient. Factors that may have led or contributed to the issue remains not known. Diagnostics or troubleshooting performed was that the patient had been seen several times over the past 10 months. Impedances had been normal. Actions taken to resolve the issue was reviewing recharging techniques. The issue was not resolved at the time of the report. It was reported that the patient was experiencing burning at the battery site and now said the burning was traveling to their leg. No surgical intervention occurred. It was reported that a surgical intervention was planned but not scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the patient's device was explanted on (B)(6) 2016 due to their continuous burning sensations at the ins site, and occasional shocking and stimulation shooting down their legs. The device will be returned for analysis. The patient is currently doing fine, and the burning sensation has stopped.